Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device provided shocks to the patient. The device was noted to have reached end of life (eol) status approximately two month previous. Boston scientific technical services (ts) discussed device eol behavior with the boston scientific representative and stated that if the device is at eol, the device operates with a single ventricular fibrillation (vf) therapy zone so it is more likely to provide therapy if the patients heart rate increases. It was noted that the patient has not had a device remote monitoring transmission since january 2020 and at that time, the report stated the device had 4.5 years of longevity remaining. With the device reaching eol in less than that time, it could indicate a device issue. The ICD device was subsequently explanted and replaced for what was noted as normal battery depletion. During the device replacement procedure, the right atrial (ra) and the right ventricular (rv) lead were indicated by the healthcare provider (hcp) to have been reversed in the device header ports. Ts commented that the shock channel is independent of how the ra and rv leads are plugged into the device header. After reviewing this patients records, ts noted that the ra and rv leads looked like they were appropriately plugged into the device header. The boston scientific representative agreed. Ts found no evidence of reversed leads. The ra and rv leads remains in-service connected to the replacement ICD device. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. The returned implantable cardioverter defibrillator (ICD) device was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device provided shocks to the patient. The device was noted to have reached end of life (eol) status approximately two month previous. Boston scientific technical services (ts) discussed device eol behavior with the boston scientific representative and stated that if the device is at eol, the device operates with a single ventricular fibrillation (vf) therapy zone so it is more likely to provide therapy if the patients heart rate increases. It was noted that the patient has not had a device remote monitoring transmission since (B)(6) 2020 and at that time, the report stated the device had 4.5 years of longevity remaining. With the device reaching eol in less than that time, it could indicate a device issue. The ICD device was subsequently explanted and replaced for what was noted as normal battery depletion. During the device replacement procedure, the right atrial (ra) and the right ventricular (rv) lead were indicated by the healthcare provider (hcp) to have been reversed in the device header ports. Ts commented that the shock channel is independent of how the ra and rv leads are plugged into the device header. After reviewing this patients records, ts noted that the ra and rv leads looked like they were appropriately plugged into the device header. The boston scientific representative agreed. Ts found no evidence of reversed leads. The ra and rv leads remains in-service connected to the replacement ICD device. No additional adverse patient effects were reported.